Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The behavior was not reproducible. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that intra-operatively, the site reported unreliability during the navigation task; the system stopped tracking. The axiem showed intermittent fall outs. It was reported that the system suddenly started to flicker from green to red. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay due to this issue.